Event description:
Ce marked ortho antibody to hbsag elisa test system 3 (hbsag system 3), kit lot hbk150 reportedly was nonreactive when used to screen a plasma donation that tested pcr positive. Test results with hbsag system 3 were: kit lot hbk150: plasma unit: od=0.003/signal to cutoff (s/co) = 0.009. Assay cutoff (co) = 0.032/s/co= 1.000. After pcr testing was reported positive, the plasma donor unit sample was tested again. Results were: kit lot hbk150: plasma unit: od=0.003/s/co=0.009. Assay cutoff (co) = 0.031/s/co= 1.000. A new sample was drawn from the donor one month later and tested again with a new kit lot of hbsag system 3. Results were: kit lot hbk152: plasma unit: od = 0.001/s/co=0.03. Assay cutoff (co)=0.030/ s/co= 1.000. The sample was tested again. Results were: kit lot hbk 152: plasma unit: od= 0.004/ s/co = 0.11. Assay cutoff (co) = 0.033/ s/co= 1.000. Ortho antibody to hbsag elisa test system 3 is sold globally with different labeling for the united states and ce marking. Ce marked assay cutoff is expressed in the above results, but the interpretation of donor results is the same for either labeling.